Manufacturer narrative:
This device was evaluated and found to be essentially worn out. The reported problem was the result of several major components of the device which had very extensive wear to the point of failure. The device has been in svc since 1999 and has had several previous repairs which were performed by the distributor. Our recommendation is to replace the device.

Event description:
The thumper was applied to a pt in cardiac arrest in a hosp setting. It was reported that when started, the unit failed to provide ventilations and compression frequency was random. The device was removed from the pt and manual CPR continued by hosp staff. The pt did not survive.